Manufacturer narrative:
The display mounting bracket was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The ge healthcare service representative reported the crack in weld on mounting bracket for display. The display was loose. There was no report of patient involvement.